Event description:
Customer reported the following results within 10 minutes: 306 mg/dl using aviva meter 53543975848 with strips 493778 376 mg/dl using aviva meter 45503069836 with strips 493778 149 mg/dl on a professional meter of unknown type the same strips were used with both aviva meters. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.